Event description:
Pt found unresponsive at 22:15. Had been checked at 20:00 and was drowsy but arousable. Pt was on telemetry. No rhythm recorded since 16:45 prior to MRI (returned to room at 18:45). Monitor alarm in stand by mode.